Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump display was scratched. No information was provided regarding the legibility of the display. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during investigation, no scratches were observed on the display lens. The pump powered on to display the verify screen. The display was clear and legible. There was no defect found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.